Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Facility phone number: (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the mandrel of the screw driver was dissociated from the instrument. The surgeon managed to remove the instrument without any issue. No patient impact or delay in surgery was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and a device history records review was conducted. The report indicates that the: DHR review for: manufacturing location: (B)(4), manufacturing date: 18. March 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A manufacturing investigation action was conducted/performed. The report indicates that the conclusion: there are two complaints of scrdriver f/multiloc scr ø4.5 w/selfhold 03.019.025 with same failure type. On one screwdriver the laser welded cap (B)(4) was dissociated from the locking core shaft (B)(4) due to broken laser welding seam. On the surface of the cap strike marks been observed where it is indicated by laser etching ¿do not strike¿. On the other instrument a crack was found on the laser welding seam where the cap (B)(4) is connected on the locking core shaft (B)(4). On the scrdriver f/multiloc scr ø4.5 w/selfhold 03.019.025, lot 9336811, (B)(4), strong deformation of two pins at the interface where found. The damaged pins transferring the force between screwdriver and implant screw during tightening /loosening. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02. Sep 16 - additional information received 31. Aug 16: the different parts of the screwdriver were de-soldered but not broken. No fragment was generated.